Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead measuring 50.0cmw as returned for analysis. External insulation abrasion was noted at 33.5-35.5cm and 43.0-43.2cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.